Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier requested, not provided. Age & date of birth requested, not provided. Patient sex requested, not provided. Weight requested, not provided. Ethnicity requested, not provided. Race requested, not provided. Implanted date: device was not implanted. Explanted date device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the procedure was a percutaneous transluminal coronary angioplasty (ptca) via a 6fr sheath. The angio-seal was applied according to the instructions for use (IFU). A fully rear-locked position was achieved. While pulling back the device, the whole device came out of the artery. Anchor and collagen were still inside the angio-seal sheath. No difficulties with arterial access, sheath, guidewire or catheter insertion. Manual compression was performed for twenty minutes. There was no significant loss of blood, was less than 250cc's. The patient was stable. There was no pre-deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. There was no equipment or devices used with the reported product.